Event description:
It was reported that a balloon rupture occurred. A stingray lp catheter was selected for use. During the pre-treatment process outside the patient, it was noted that the balloon ruptured at 6 atm during the second inflation. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on the evidence, the investigation conclusion code for the material rupture was considered failure to follow instructions since the acceptable inflation pressure for this device is 3 atm - 4 atm, it was confirmed based on the information given by the customer, that rated burst pressure was exceed to 6 atm.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A stingray lp catheter was selected for use. During the pre-treatment process outside the patient, it was noted that the balloon ruptured at 6 atm during the second inflation. The procedure was completed with another of the same device. There were no patient complications.